Manufacturer narrative:
A medtronic representative evaluated the system and was unable to replicate the reported issue.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), pixelation was observed in the ear, nose & throat (ent) software. It was reported that it would intermittently appear with ear, nose & throat (ent) software launched. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.